Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the down and escape button skip and cracked, screen scratched and harder to see for therapy and rewind was much louder. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The back light functions properly during testing. No back light anomaly noted. Device uploaded properly using carelink. No drive or motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. The test battery was removed and reinserted with no unexpected battery out limit alarm or failed battery test alarm noted. No unexpected pump time/date reset or history anomaly noted when the test battery was removed and reinserted. Device was monitored for 1 day. No unexpected low battery alarm, off no power alarm or unexpected pump error alarms noted. All buttons function properly. No damage noted on the keypad trace or on the keypad overlay. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd or b was found locked properly. No cracked display window or cracked lcd glass noted. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.